Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the back of the pump was wet when the user changed the supplies. The user was not sure where the leak occurred. The user's blood glucose (bg) level was in the 500's (mg/dl) with moderate ketones. The user addressed bg level with a bolus.